Event description:
It was reported that this account has experienced 20 post-implant perforations which required intervention between 2017-2018. Despite efforts, the local field representative was not able to obtain any additional information about this allegation. No specific patient or lead details were provided by the account.

Manufacturer narrative:
The investigation is on going. No products related to this complaint have been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Perforations are covered in product labeling, and are a known inherent risk of lead implantation.

Manufacturer narrative:
The investigation is on going.

Event description:
It was reported that this account has experienced 20 post-implant perforations which required intervention between 2017-2018.